Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/06/2018, mentor received additional information about the event. The patient¿s explanted devices were replaced with mentor memorygel breast implant 550cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/09/2018, the mentor failure analysis lab received the device for evaluation. On 08/18/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was received without fluid. White and brown material were observed within the device and on shell surface. During evaluation, a crease line was observed on the anterior aspect extending to the posterior aspect. A rent measuring approximately 0.1 cm was observed within a crease line, on the posterior aspect. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. At this time is not possible to determine the origin of the brown and white material observed. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).